Event description:
The family of the user reported that the magnet of the rondo 2 was channeled up and cracked the housing. The magnet is stuck and cannot be removed. Reportedly, the user did not fall or fall on the device and is handling the device as instructed. Additionally, the device runs out of battery quickly. A temporarily loaner device was provided to the user.

Manufacturer narrative:
Conclusion: according the information received, the magnet of the rondo 2 was channeled up and cracked the housing. The magnet is stuck and cannot be removed. The investigation revealed severe damages to the magnet and the housing, indicating leverage exerted and improper handling. Additionally, leaking electrolyte was observed and it cannot be ruled out that leaking electrolyte has escaped from the housing. However, since the internal battery is located in a silicone protector, it can be ruled out that the observed damage was caused from the inside. Furthermore, a leaking electrolyte is not capable of damaging the plastic of the housing. Several damages indicate a strong mechanical stress on the device. This is a combined initial and final report.